Event description:
The wheelchair allegedly became stuck in the dirt while taking pictures outside and began to smoke. This allegedly resulted in a brush fire. No injury is alleged.

Manufacturer narrative:
No injury reported. Manufacturer received information from insurance carrier that the wheelchair allegedly became stuck in the dirt while user was transgressing outdoors. Chair allegedly began smoking resulting in a brush fire. Photos was received and is inconclusive. Device has not been inspected and alleged malfunction has not been confirmed. MDR filed as a conservative measure.